Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for patient information, patient identifier = (B)(6). This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
The customer reported a (B)(6) anti-hcv when processing on the architect i1000sr. Initial result for sid (B)(6) was (B)(6). Retest result was (B)(6). No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, a review of the performance of the likely cause lot, a sensitivity study, and a review of product labeling. Ticket searches determined that there is a normal complaint activity for the likely causative agent lot. The tracking and trending report review determined that there are no related adverse or non-statistical trends. A review of the performance of the likely cause lot did not identify any potential non-conformances, non-conformances or deviations. A sensitivity study was performed for the architect anti-hcv assay, using architect anti-hcv reagent lot number 94655li00 and a reference reagent lot number 94020li00. The seroconversion panel results were compared to architect anti-hcv reagent lot number 94020li00. Lot 94655li00 detected the same bleeds as reactive for the seroconversion panels in comparison to the reference reagent lot number 94020li00. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.